Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched messages. Fluid build up in the keyhole cup was resulting in the link jamming, preventing the door from closing. The keyhole assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt involvement.